Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. The instructions for use (IFU) advise: warning: do not use thrombectomy, atherectomy or laser devices with the capture wire. Additional information has bee requested. Should it become available a supplemental report will be submitted. (B)(4).

Event description:
The ptfe (teflon) coating came off of the spider wire during delivery. The physician had to remove the entire spider filter because the yellow ptfe coating balled up and prevented the devices from advancing on the wire. The damage was noted during the procedure. Severe resistance was noted during the advancement. This happened while delivering through a cook cxi catheter and advancing the jetstream atherectomy device over the spider wire. Nothing was left in the patient. The pulled everything out including the spider wire.